Manufacturer narrative:
The cause for the discordant (B)(4) results is unknown. (B)(4) healthcare diagnostics is investigating.

Event description:
A (B)(6) advia centaur xp (B)(4) result was obtained for a patient sample when tested with lot 063. The customer's external quality control was too high and near the cutoff. Lot 063 was recalibrated twice and the external quality control was out of range both times. The customer decided to switch to (B)(4) reagent lot 065. The patient sample was repeated on lot 065 and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the anti-hbs2 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00170 on september 27, 2016. On 02/28/2016 additional information: the virotrol qc (quality control) that is being used by the customer is an "unassayed" control (does not have ranges provided by biorad) and therefore the performance of this control could be inconsistent lot to lot. Siemens healthcare diagnostics requested the patient sample for further testing and investigation. Two samples were received by siemens with inadequate volume. Therefore, the investigational testing was limited. The two samples received were tested with three lots of advia centaur xp ahbs2 reagent (lots 119063, 119065 and 119073). Results: (B)(6). Received. Based on the information provided, siemens can not rule out a sample specific issue. The cause for the (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.